Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display noted. Pump received with corroded battery tube and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. They reported they could see condensation in the reservoir compartment. They had removed the battery from the insulin pump to silence the alarm. There is nothing on the screen. The customer reported that the insulin pump was exposed to fluid in the past with no moisture visible on the insulin pump. The alarm history was reviewed. The alarm was present in the history around the time that the insulin pump was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.